Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the patient stated a tech came out and used to get it to charge, and now he was unsuccessful. The tech informed the patient to call their doctor to get the unit replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported "the unit isn't working". Pt clarified seeing reposition antenna on the recharger. Pt stated they believe they charged the stimulator about a week ago, and thinks they usually charge to full battery of the stimulator. Pt did not have the programmer available to further troubleshoot. The issue was not resolved. Agent advised pt, when they find the programmer, attempt to communicate with the stimulator: if able to connect to the stimulator - call patient services back, if unable to connect to the stimulator - follow up with hcp for possible overdischarge. No symptoms/patient complications reported. Additional information received. Patient called back on registered phone number 2 stating that they met with a medtronic representative and the representative could not get a charge to the implant battery. The medtronic representative redirected patient to call patient services to resolve the issue. Patient said they have not charged their implant in 2 months because they were in the hospital for 2 month due to a stroke. Pss redirected patient back to their medtronic representative and hcp regarding their issue with the implant not charging.